Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 20.0 diopter (add power +2.2/+3.2) lens was replaced with a 20.5 diopter (add power +2.2/+3.2) lens. Information was provided that the patient initially had no trouble driving at night after lens was implanted, however developed issues driving at night over a two year period. The product has not been received to evaluate. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare at night and haze. Clinical reason was mentioned as positive dysphotopsia. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested and received stating that the patient initially had no trouble driving at night after the initial ce surgery, but her night-time driving progressively decreased over the past 2 years to where she couldn¿t really drive at night, due to scatter off lights. After iol exchange, she was very happy. She said she could now see again to drive at night. The patient's iol had developed glistening's over only two years that had been debilitating her for night-time driving.